Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. It was reported that the physician inflated a quantum maverick balloon and it ruptured during the treatment of a lesion in an unspecified artery. There were no pt complications. Pt status is reported as "fine". Complaint reporter had no other details about the case.

Manufacturer narrative:
About two weeks prior to (B)(6) 2009. Device eval: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual nit that could have contributed to the complaint. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).